Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.0/2.0/170 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to elevated iop (36mmhg) without pupilblock and angle closure (assessed on (B)(6) 2022) and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, eye is quiet iop normal 14 mmhg. Patient is happy.